Manufacturer narrative:
Implant regio 37 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded mechanical overloading of the implant. Resubmitted due to submission error.

Event description:
Implant fracture.